Event description:
It was reported to baxter (B) (4) that a reservoir of an infusor 2ml/h ruptured during patient use. The device was filled with a total of a combination of 52.6 ml of cytarabine (3.78mg/ml) and 0.9% sodium chloride. It was reported some medication was found remaining in the infusor. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
According to the customer, the device was discarded and is not available for evaluation. The device will not be received for evaluation; therefore, the reported condition of "reservoir ruptured" can not be confirmed. Should the device be received, a follow-up report will be filed upon completion of the evaluation, or if additional information becomes available. (B) (4)